Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported that the wearable has been consistently inaccurate. On (B)(6) 2025, the patient felt dizzy, shaky and was sweating. The patient's wife brought the patient to the hospital. The cgm was reportedly reading high when their actual bg was low (patient could not remember the values). The patient refused to provide further event details. At the time of the follow up contact on (B)(6) 2025, the patient was out of the hospital and was doing fine. It is unknown how long the patient was in the hospital. It was reported that the last reading the patient remembered when he calibrated the cgm was cgm 227 mg/dl and bg 300 mg/dl. However, it is unknown when this occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.